Event description:
The catheter was introduced percutaneously using transducer. Drops of blood were noted in the extender. The iabp was not switched on. As of 5/29/98, the iab was not returned to datascope for eval. [Event complications]: none from the event-reported 12/22/97. [Pt's current status]: satisfactory-rpt'd 12/22.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 6/18/98).